Event description:
Patient reported left side rupture, pain/discomfort, burning, bruising of the skin and increased anxiety about potential serious health consequences. Healthcare professional later reported "pain, liquid found in the left breast" and "suspicion of capsular contracture baker grade 4." The device remains implanted.

Manufacturer narrative:
The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV additional, changed, and/or corrected data: b.3., b.5., h.6., h.11.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain/discomfort, burning, bruising of the skin and increased anxiety about potential serious health consequences. The device remains implanted.

Manufacturer narrative:
Photo analysis: lot number 1816294 can be observed on the device. Visual analysis of the photographs identified: crease/folding of implant: observed. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Other-medical: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device.

Event description:
Patient reported "formation of lymph fluid 9 mm" confirmed via ultrasound and MRI, "pain and burning, bruising of the skin," "pain and discomfort, diagnosed rupture. Increased anxiety about potential serious health consequences. Increased antibodies to the hormone tg-ab (tat) three times above the norm" and "pronounced immune response". Healthcare professional later reported "pain, liquid found in the left breast" and "suspicion of capsular contracture baker grade 4." Sales representative on behalf of healthcare professional later reported "capsular contracture baker grade IV" and "there was no rupture there. Healthcare professional later reported "the implants were deformed with multiple folds due to capsular contracture." Record is for left side. Device has been explanted.